Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11dec2019.

Event description:
The customer reported that the display was flickering. There was no patient involvement. The customer verified the reported flickering screen issue. The customer reported that the connector to the display was cleaned and reconnected. The device successfully passed performance specification testing after the repair was completed.